Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. H3 other text : device not returned.

Event description:
A report was received that the patient underwent an explant procedure of their ipg due to an unknown reason. The patients current status is unknown.

Event description:
A report was received that the patient underwent an explant procedure of their ipg due to an unknown reason. The patients current status is unknown.